Event description:
It was reported that the atrial lead exhibited high impedance with suspected fracture. It was also reported that the atrial lead exhibited undersensing loss of atrial tracking and several episodes of ventricular sensing not associated with detected episodes of atrial fibrillation (af)/at. External mechanical manipulation of implanted device resulted in temporary loss of atrial tracking. The alert signal for atrial impedance was switched off. Evaluation was performed, the atrial lead will remain use and will not be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analyst commented, on the week of (B)(6) 2014, atrial pacing lead impedance measured 4047 ohms. Unable to verify any loss of atrial sensing.<(> <<)>end> analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).